Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Insulin pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display and the casing was breaking off. Customer's blood glucose was 346 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.